Manufacturer narrative:
Covidien reference:(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphic user interface (gui) cable. The customer stated they will complete the repair.

Event description:
It was reported that during patient use, a ventilator display stopped working. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.